Event description:
It was reported there was ECG (electrocardiogram) noise. It was also reported the keyboard and screen need repair. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported ECG (electrocardiogram) noise issue; ECG connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also confirmed the reported keyboard issue, keyboard cable found damaged. Analysis could not confirm the screen needs repair; no fault found with screen. It is noted overlay had a couple of blemishes but worked with no issue. Analysis found the left keyboard hinge was broken, one hinge plate screw was missing, and the system fan was noisy.